Event description:
Device investigation completed.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120. The complaint of administered quicker than expected. In 16h30 instead of 1700ml in 18h 30minutes was confirmed during testing. Delivery accuracy tests were performed and the pump was found to be delivering not properly and not within specification. It is unknown cause of problem and a theory fluid aggression could be causing the event. Action was taken to replace the down stream occlusion sensor, upstream sensor and expulsor. Device was then calibrated and passed all testing. Device physical condition revealed used product.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump delivered the programmed volume quicker than expected. The pump administered the programmed volume of 1700 ml in 18 hours and 30 minutes in 16 hours and 30 minutes instead. There was no reported adverse event.